Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 559 mg/dl, 136 mg/dl, result in the 400's (mg/dl), and hi (greater than 600 mg/dl). Customer's meter was not coded properly. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.